Manufacturer narrative:
Block h6: imdrf device code a0413 captures the reportable event of bite blox material separation. Block g1: (B)(6).

Event description:
It was reported to boston scientific corporation that a bite blox was used for the lungs during bronchoscopy procedure performed on (B)(6) 2026. During the procedure, the bite block was placed in the patients mouth and the patient bit down forcefully on the device, causing it to become damaged. The procedure was completed with a another of the same device. There were no patient complication as a result of this event.